Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01745 / 01747).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegation of implant loosening, implant migration, metallosis, pain, limp, swelling, tissue reaction, inflammation, scarring, damage to surrounding bone and tissue and lack of mobility. A review of invoice history confirmed both surgery dates and that the modular head, acetabular cup and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegation of implant loosening, implant migration, metallosis, pain, limp, swelling, tissue reaction, inflammation, scarring, damage to surrounding bone and tissue and lack of mobility. A review of invoice history confirmed both surgery dates and that the modular head, acetabular cup and femoral stem were removed and replaced. Additional information received in patient medical records indicate patient hip revision performed on (B)(6) 2014 noted scarring, cloudy fluid and necrosis at time of revision. Additional information provided in patient medical records verified product identification. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.